Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife experienced high blood glucose of 404 mg/dl. The customer's blood glucose was 393 and raised up to 500 mg/dl. The customer treated by manual injection and blood glucose went down to 304 mg/dl. Customer has been using insulin pump system within 48 hours of reported. Customer states. The customer states possible occlusion on the infusion set. The customer was advised to change entire set, still no insulin exited the tubing. The drive support cap appears normal. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer also performed self test and completed. The insulin pump will not be returned for analysis.